Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during drain three. The patient was connected to the homechoice at the time of the alarm. The patient stated they woke up and noticed there was a leak. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable device was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, a transfer set leak was reported and is known to cause this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.